Event description:
It was reported that the event occurred while in the intensive care unit (ICU). The professor inserted the intra-aortic balloon (iab) through the sheath via the left femoral with success. During iab therapy the pump alarmed and the display read "blood in helium line." The pump stopped automatically and blood was observed in the helium line. As a result, the iab was removed immediately and the professor made the decision not to continue with iab therapy. No medical/surgical intervention was needed. There was a delay or interruption in therapy with no harm to the pt. No report of pt death, complications or injury. The pt outcome is okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.